Manufacturer narrative:
The device information was requested but was not available at this time.

Event description:
It was reported the patient was not benefiting from the drg system stimulation therapy anymore. A system impedance check was made and found all of the lead contacts impedance was high. Consequently, surgical intervention was taken, during the procedure intraoperative testing found the lead extension was damaged. The physician replaced the extension with a new one without complications. Postoperative, the system impedance was good again. Stimulation therapy was restored and the issue resolved.